Event description:
Additionally, the health professional reported that the first injection was of with 1.55 cc of juvéderm® volbella¿ xc in the lips, perioral rhytids, oral commissures, and marionette lines. The second injection 1 cc of juvéderm® vollure¿ xc was injected in the lips and perioral rhytids. For the third injection, the juvéderm voluma® xc was injected in the lateral cheeks and the juvéderm® vollure¿ xc was injected in the nasolabial folds. The event occurred approximately one month after the last injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with juvéderm® volbella¿ xc. Five months later, the patient had a 2nd injection with juvéderm® vollure¿ xc. Four months later, the patient had a 3rd injections of 2 syringes of juvéderm voluma® xc and a syringe of juvéderm® vollure¿ xc. Two weeks prior to the 3rd injections, patient received their second covid-19 vaccine. Patient reported they had a dental cleaning three weeks after the 3rd injection and then a cavity filled towards the front of the mouth a few days later. Approximately four months after the 3rd injection, the patient came into the office presented with ¿tight swelling¿ in the lips and reported ¿tight, sore, dry, and feels huge lumps and bumps.¿ a ¿large firm nodule¿ to the right top lip and ¿multiple smaller nodules¿ to the left top lip were assessed with ¿no softening with manual compression.¿ the event was attributed to possibly being related to the covid-19 vaccine. The patient was given a prescription for a medrol dosepak and was recommended to take non-drowsy 24-hour antihistamine in conjunction with benadryl at night for 2 weeks. The patient returned for follow up with no improvement after 5-day course of steroids. The patient reported that the ¿swelling was worse¿ and waking up with ¿large and painful¿ lips that are states lips were so dry that they cracked and bled and some pus came out despite taking benadryl and zyrtec. The patient also experienced ¿white spots¿ on the top lip. Per health professional, there were very firm nodules throughout top lip. Bottom lip feels like a consistent hard rock. White pustules on the inner mucosa of lip that are surrounded by red tissue and firm to the touch. Patient was treated with oral antibiotics and topical steroid cream. The event is ongoing. This is the same event and the same patient reported under emdr-01888 (cn-008012), with 1st injection emdr-01961 (MFR report # 3005113652-2021-00486) and emdr-01811 (MFR report # 3005113652-2021-0048), with 2nd injection emdr-01886 (MFR report # 3005113652-2021-00488). This MDR is being submitted for the 3rd injection with suspect product, juvéderm voluma® xc.